Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle stick occurred before use with a relion® insulin syringe. The following information was provided by the initial reporter, "from phone call on (B)(6) 2019 17:24:45: spoke with assistant store manager. Confirmed employee in pharmacy experienced needle stick. Stated, the needle was sticking thru shield. Stated, the employee is back at work and is doing fine. Stated, the employee went to hospital for blood work and shots." From phone call on (B)(6) 2019 16:49:38: spoke with pharmacy manager who confirmed an employee was stuck by a needle sticking thru shield. Stated, the consumer bought the syringe into the store for them to see which ones she uses and they have asked her not to bring loose product into store. Stated, consumer has done this in the past, instead of providing pharmacy with item number or box, she brings a single syringe into store to reorder. Confirmed, employee was sent to a local hospital for shots and blood work. Stated, the consumer also went for shots and blood work. Stated, the store manager held onto syringe for his reporting purposes. Stated, because there was an injury in store, there is a protocol that the pharmacy has to follow. Relion consumer reported: she took a singe syringe into her (B)(6) pharmacy to show them the type she needed for her injections. The syringe had not been used. It was still shielded and capped handed syringe to (B)(6) employee, (B)(6) employee dropped syringe on the floor when employee went to pick it up, she stuck her middle finger on the needle that was now sticking thru shield. (B)(6) employee was seen at emergency room and according to consumer, told her to be seen as well consumer stated, she had some blood work done and is waiting for results. Consumer did not stick herself with needle. Consumer stated that she does not know if employee had blood work done. Stated (B)(6) pharmacy still has syringe consumer stated, (B)(6) paid for her emergency room visit. Consumer stated, she did not notice needle sticking from shield before she gave it to (B)(6) employee and again, she did not use the syringe. Consumer could only provide a description of syringe: 31 g, 8 mm, 3/10 ml. Incident date: (B)(6) 2019. Consumer wants to be compensated somehow. Stated, the whole experience was "scary". "

Event description:
It was reported that a needle stick occurred before use with a relion® insulin syringe. The following information was provided by the initial reporter, "from phone call on (B)(6)2019 17:24:45: spoke with assistant store manager. Confirmed employee in pharmacy experienced needle stick. Stated, the needle was sticking thru shield. Stated, the employee is back at work and is doing fine. Stated, the employee went to hospital for blood work and shots." From phone call on (B)(6)2019 16:49:38: spoke with pharmacy manager who confirmed an employee was stuck by a needle sticking thru shield. Stated, the consumer bought the syringe into the store for them to see which ones she uses and they have asked her not to bring loose product into store. Stated, consumer has done this in the past, instead of providing pharmacy with item number or box, she brings a single syringe into store to reorder. Confirmed, employee was sent to a local hospital for shots and blood work. Stated, the consumer also went for shots and blood work. Stated, the store manager held onto syringe for his reporting purposes. Stated, because there was an injury in store, there is a protocol that the pharmacy has to follow. Relion consumer reported: she took a singe syringe into her walmart pharmacy to show them the type she needed for her injection the syringe had not been used. It was still shielded and capped handed syringe to walmart employee, walmart employee dropped syringe on the floor when employee went to pick it up, she stuck her middle finger on the needle that was now sticking thru shiel walmart employee was seen at emergency room and according to consumer, told her to be seen as well consumer stated, she had some blood work done and is waiting for results. Consumer did not stick herself with needle. Consumer stated that she does not know if employee had blood work done. Stated walmart pharmacy still has syringe consumer stated, walmart paid for her emergency room visit. Consumer stated, she did not notice needle sticking from shield before she gave it to walmart employee and again, she did not use the syringe. Consumer could only provide a description of syringe: 31g, 8mm, 3/10ml incident date: (B)(6)2019 consumer wants to be compensated somehow. Stated, the whole experience was "scarey". "

Manufacturer narrative:
Level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: unable to perform complaint lot history check for needle stick (clean/medical attention) and needle through shield due to unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle stick (clean/medical attention) and needle through shield due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h.10.